Event description:
During a laparoscopic sleeve gastrectomy, the powered plus long articulating endoscopic linear cutter would not function as intended. This was not used on a pt. A new one was opened and functioned successfully. FDA safety report ID# (B)(4).